Event description:
The customer stated their acuity lt central station could not connect to any of their propaq lt bedside monitors. Subsequent troubleshooting led to a failed switch; a network peripheral that enables the connection between the acuity sys and the bedside monitors. There were no pts on the sys at the time of the reported loss of connection.

Manufacturer narrative:
Ethernet switch failure, based on reporter's statements regarding their visual examination of the actual device involved in their report. The customer reported that they discarded the failed device.